Event description:
Hematoma formation after deployment of angioseal. Femstop applied. Patient continued to have active bleeding. Cta (computed tomography angiography) showed pseudoaneurism formation associated with the right common femoral artery.

Event description:
While attempting to deploy the angioseal, it was noted that the device failed. Manual pressure was held for approximately 10-15 minutes, then a femstop was applied. Hematoma formation after deployment of angioseal. Patient continued to have active bleeding. Protamine sulfate 3mg IV was given. Cta (computed tomography angiography) showed pseudoaneurism formation associated with the right common femoral artery. According to the medical record, the cause of death was cardiac dysrhythmia due to ischemia cardiomyopathy. An autopsy was not performed.